Manufacturer narrative:
An event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum, and there was no block occurred at the 80% deployment when the valve implanted at a depth of 5-mm non-coronary cusp and 7-mm left coronary cusp. Additionally, the valve implanted was pushed down at a final depth of 7-mm non-coronary cusp and 9-mm left coronary cusp. Based of the information reviewed, the cause of the reported incident appears to be due to procedure conditions as the valve final implanted was more than optimal 3mm. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant. Before 80% deployment, the valve was 5mm from the non-coronary cusp and 7mm from the left coronary cusp, the physician confirmed there was no block. When the device was initially deployed, it was pushed to 7mm form the non-coronary cusp and 9mm from the left coronary cusp. During the operation, it was confirmed that heart block occurred, and the temporary pacemaker was left in place. On an unknown date in april, a pacemaker was placed. There was no clinically significant delay was reported. The patient was discharged.